Manufacturer narrative:
The customer reported complaint was confirmed during archive review and initial functional testing. The defective processor board needs to be replaced. Upon customer approval all defective components will be replaced and the device will be further tested to full specification. During visual inspection, cracked encoder cover and front bumper were noted unrelated to the reported complaint. The autopulse platform is a reusable device and was manufactured in 2006 therefore, this type of damage is characteristic of normal wear and tear for the life of the device. Review of the archive data indicated error message "system error 136" (internal parameter corrupted) occurred on 08/21/2017 but not on the customer reported event date of (B)(6) 2017. The autopulse platform failed the initial functional testing due to error message "system error, revert to manual CPR" displayed when powered on. The processor board was found to be defective. Historical complaints were reviewed for service information related to the reported complaint and there was no similar history of related complaints for autopulse (B)(4).

Event description:
As reported during shift check, the autopulse platform (B)(4) was displaying error message "system error, out of service, revert to manual CPR". No patient involvement was reported.